Manufacturer narrative:
. E3: occupation: cath lab manager the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band was placed on patient's wrist once the procedure was completed and immediately the balloon lost all of the air and started bleeding. This occurred in the lab while patient was on the procedural table. The doctor attempted to connect the syringe and inflate again but the tr band did not hold any air. He asked for a second tr band and a successful inflation was achieved. The patient did well and was discharged same day. 15ml of air was initially applied to the tr band. Air loss was immediate; the tr band did not hold the 15ml. The balloon did not hold any air. There was no damage observed to the device. Device was not manipulated in any way. Device is stored in the procedural room in a cabinet, the same place that tr bands have always been stored.